Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: underweight, broken shell and others, crease fold, missing a piece of shell (0-25%) and red particles on the shell. A microscopic analysis was performed which identified: broken sharp and stress marks, near of the broken site, this condition was called surgical impact. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: sharp broken on the posterior due to surgical impact; missing shell due to inconclusive.

Event description:
Healthcare professional reported rupture. The device has been explanted and replaced. This record refers to the right side.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported rupture. The device has been explanted and replaced. This record refers to the right side.